Event description:
The dealer states the hole on the seat frame where the knob/stud assembly screws into has become enlarged due to the knob unloosening and not being tightened.

Manufacturer narrative:
.